Manufacturer narrative:
Balt USA reference #(B)(4). Note: this complaint file is being reported late as part of a corrective action following an FDA inspection. After a review of historical complaint files, it was determined that for this compaint the device failed to meet its performance specifications according to the initial claim submitted by the user. For these complaints, the potential harm did not lead to a serious injury or death, however the performance specification which was failed to be met for these complaints could have led to a serious injury or death based on the initial information that was reported to balt. The returned device was inspected in our quality laboratory. During our analysis: we noted that the implant coil was not returned; the delivery pusher was measured to be approximately 136cm in length, from the proximal end of the gold connector to the distal end of the detachment zone; approximately 0.01033cm (0.1033mm) of the implant's proximal end sits within the pet jacket at the detachment zone. Root cause of the reported issue cannot be determined as the device functioned as intended with no problem found. The reported failure could not be replicated as the location of the warning stripes along the delivery pusher was within specification. Taking into consideration the implant length, its tolerance, and the measured length of 0.01033cm, the warning stripes are located within the acceptable specification range. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210700937 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "I did not notice this during the case but doctor thought the tiger stripes were off. He said he buried tiger stripes into the rhv and he thought coil was already out of the catheter at that point. After the case was over he admitted that maybe he was wrong and that he pushed it to far but I told him I would have it checked out and let him know." Incident report form submitted for this complaint indicates no patient injury was sustained.